Event description:
The customer reported via phone call that the insulin pump had a battery out limit after a battery was inserted. The customer stated that the numbers on the device's screen were ramping when she tried to deliver a bolus. Blood glucose level at the time of the incident was 268 mg/dl. The customer stated that the insulin pump may have been exposed to sweat. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery out limit alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.